Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was damaged during a device replacement procedure. Visible damage was noted on the outer insulation. The physician tried to repair with medical adhesive; however, the rv coil and svc coil impedance was high/undefined. The lead was capped. The vein access was noted to be obstructed, so the new lead and device were placed on the right side of the patient's body. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.